Manufacturer narrative:
Medtronic received information that prior to use of a hms plus instrument, it was reported that there were errors during quality control (qc). The motor also sounded like it was sticking. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Correction to the additional codes section: updated the fdp and imf (annex f) codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, the customer reported errors with quality control (qc). The customer stated that the motor sounded like it was sticking. The use of the instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported errors with quality control (qc) and the motor sticking were verified during service. During the drop test the service technician found that track 1 was at 65. The issue was resolved by adjusting and cleaning the worm gears and retesting the instrument. The instrument passed the retesting and it functioned as intended. Post repair testing was performed per specifications. Note: the instrument was analyzed/serviced in the facility by a field service technician the instrument did not return to a medtronic facility for analysis/service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.